Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of non-sustained rv oversensing episode was observed due to crosstalk. Programming options were discussed and no changes were made. The patient will continue to be monitored. The patient was stable before and after the event.